Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultrasmart meter was prompting an "error 5" message. Per the one touch ultrasmart owner's booklet, this error indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filed confirmation window. The medical affairs specialist (mas) spoke with the pt on august 22, 2008 and obtained the following info. The pt reported that the alleged issue started on the afternoon of the day before. On the morning of the same day, the pt mentioned she obtained a reading of "103 mg/dl" on the subject meter, took her usual 5 units of byetta, and then ate (per routine). When she attempted to test that afternoon (per routine) she was unable to obtain a reading due to the reported issue. The pt denied taking any action regarding her diabetes management. Sometime after obtaining the error message, the pt claimed she started to have low blood sugar because she felt weak, shaky, hot, and was not "thinking properly." The pt mentioned she immediately drank orange juice and felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) confirmed the test strips were in good condition and that the pt was using the correct testing technique. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.